Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, foreign material on set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the setscrew was outside the screw hole. The ipg was replaced with a different device. No patient complications have been reported as a result of this event.